Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (power issue) issue. It was reported the "pump shut off and when the patient looked in battery compartment the lithium battery had exploded and was black and dripping acid into battery compartment. It also was warm to touch". There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/6/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/18/2017 with the following findings: during investigation, the black box showed evidence of unexplained pump reboots. No "battery" was returned with the pump. The pump powered with the returned battery cap to an a audible tone, vibration alert but the display remained blank. The battery cap measures were within specification. The battery cap was unable to fully tighten. The battery compartment was found to be cracked. There was evidence of moisture contamination inside the battery compartment. The pump case was removed and there was additional moisture inside the pump on the printed circuit board components including the display flex cable and connector. The blank display was due to internal moisture contamination. The "power" complaint was unable to be adequately investigated. The 24 hr basal program complaint was unable to be run on a 24 hr basal program. (B)(4).